Event description:
A malfunction on the insulin pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.